Event description:
It was reported that patient's lead was fractured. Surgical intervention was undertaken on (B)(6) 2022 and the lead was explanted and replaced, resolving the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.